Event description:
It was reported that the ilet touchscreen was cracked and the pump was nonfunctional. Symptoms included no clinical effects, and blood glucose was not affected. Outcomes included replacement of the device and instructions to discontinue use, back up therapy if needed, and continue cgm monitoring with the dexcom app or receiver. Investigation included customer service troubleshooting, confirmation that the device would no longer be watertight, guidance to shut down the device, and arrangement for return and replacement. Investigation of this device revealed physical damage to the touchscreen resulting in loss of function, with no device alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.